Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding,') in an adult female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in 2008, neck surgery in 2008, fibroids, acute vaginitis, menstrual disorder, endometriosis of uterus, excessive menstruation, hypertrophy of uterus, perineal pain, uterine bleeding, vaginal bleeding, uterine cervix stenosis, ovarian cyst, genital tract inflammation, vulvovaginitis, osteoarthritis, hearing loss, gastrooesophageal reflux, menses irregular, fatty liver, gastritis, gardnerella test positive, menorrhagia, hyperplasia endometrial, sinus arrhythmia, uterine synechiae, dyslipidemia and post-traumatic stress disorder. (B)(6)2013-surgical pathology report cc: endometrial biopsy (emb) gross description: source: endometrium diagnosis: proliferative endometrium no evidence of hyperplasia or malignancy identified. Previously administered products included for an unreported indication: flagyl. Concurrent conditions included pollen allergy since 2008, anxiety, depression, mood change, congestion nasal, sneezing, vaginal discharge, bleeding breakthrough, type 2 diabetes mellitus, polymenorrhoea, adnexa uteri pain, vaginal dryness, back pain, cervical spinal stenosis, hypertension, fatigue, weakness, dyspnea exertional, shortness of breath, unilateral leg swelling, hypoaesthesia, leg edema and iliac vein occlusion. Concomitant products included diazepam, hydrocodone, ibuprofen, insulin apart (novolog) since (B)(6) 2015, ketorolac, levofloxacin (levaquin), medroxyprogesterone acetate, medroxyprogesterone acetate (depo provera), metronidazole benzoate (flagyl), naproxen (motrin), paracetamol (acetaminophen) and trazodone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), pelvic congestion ("pelvic congestion syndrome"), pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with estradiol (estrogen) and surgery (endometrial ablation, dilation and curettage). Essure treatment was not changed. At the time of the report, the genital haemorrhage, urinary tract disorder, pelvic congestion, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, pelvic congestion, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion details- trailing coils left: 04, right 03 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral fallopian tube occlusion. Pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, pelvic congestion syndrome quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding,') in an adult female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in 2008, neck surgery in 2008, fibroids, acute vaginitis, menstrual disorder, endometriosis of uterus, excessive menstruation, hypertrophy of uterus, perineal pain, uterine bleeding, vaginal bleeding, uterine cervix stenosis, ovarian cyst, genital tract inflammation, vulvovaginitis, osteoarthritis, hearing loss, gastrooesophageal reflux, menses irregular, fatty liver, gastritis, gardnerella test positive, menorrhagia, hyperplasia endometrial, sinus arrhythmia, uterine synechiae, dyslipidemia and post-traumatic stress disorder. (B)(6) 2013-surgical pathology report cc: endometrial biopsy (emb), gross description: source: endometrium, diagnosis: proliferative endometrium. No evidence of hyperplasia or malignancy identified. Previously administered products included for an unreported indication: flagyl. Concurrent conditions included pollen allergy since 2008, anxiety, depression, mood change, congestion nasal, sneezing, vaginal discharge, bleeding breakthrough, type 2 diabetes mellitus, polymenorrhoea, adnexa uteri pain, vaginal dryness, back pain, cervical spinal stenosis, hypertension, fatigue, weakness, dyspnea exertional, shortness of breath, unilateral leg swelling, hypoaesthesia, leg edema and iliac vein occlusion. Concomitant products included diazepam, hydrocodone, ibuprofen, insulin aspart (novolog) since (B)(6) 2015, ketorolac, levofloxacin (levaquin), medroxyprogesterone acetate, medroxyprogesterone acetate (depo provera), metronidazole benzoate (flagyl), naproxen (motrin), paracetamol (acetaminophen) and trazodone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), pelvic congestion ("pelvic congestion syndrome"), pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with estradiol (estrogen) and surgery (endometrial ablation, dilation and curettage). Essure treatment was not changed. At the time of the report, the genital haemorrhage, urinary tract disorder, pelvic congestion, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, pelvic congestion, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion details- trailing coils left: 04, right 03. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral fallopian tube occlusion. Pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, pelvic congestion syndrome. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.